Manufacturer narrative:
The suspect device was evaluated onsite. The technician's evaluation found foreign matter accumulated at the socket. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.

Event description:
Additionally, the customer reported that the defect was detected before the procedure in each case, but the defect occurred sporadically several times a day.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reproduction test was not conducted as the device was not returned for inspection. The b30 error likely resulted from communication failure possibly due to dirt/dust on the device. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿when the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result.¿ olympus will continue to monitor field performance for this device.